Event description:
It was reported that the patient was receiving a pca infusion of an unspecified medication programmed with a pca dose and basal rate with a regular potency syringe. At approximately 1230, the basal rate was changed by the prescriber and at some point programmed into the device. At 1858, the syringe was changed out and documented in the patient's medical record. It was later found that the device programming was changed from a regular potency syringe (12mg/60ml) to a high potency syringe (60mg/60ml), however the actual syringe remained a regular potency syringe, resulting in the patient only receiving approximately 20% of the intended dose (0.2mg/ml, infusing at 1ml/hr). The customer would like to know when the potency change occurred.

Manufacturer narrative:
The customer¿s report of an underinfusion was confirmed. The potency change occurred at 6:53 pm on 26 march 2019 when the user changed out the empty syringe and then proceeded to select a 60ml monoject syringe with 58.3481ml detected. Analysis of the pcu log shows pca module s/n 12703423 was in use and infusing a pca dose + continuous infusion of hydromorphone standard concentration 12mg/60ml (drugid 288). At 6:52 pm on 26 march 2019, the infusion stopped due to the syringe becoming empty. At 6:53 pm, the user selected a 60ml monoject syringe with 58.3481ml detected and instead of programming hydromorphone standard conc 12mg/60ml (drugid 288), the user programmed a pca dose + continuous infusion of hydromorphone high potency 60mg/60ml (drugid 290). The actual syringe however remained the regular potency syringe, resulting in the patient receiving 20% of the intended dose (0.2mg/ml, infusing at 1ml/hr). The pca dose remained at 0.25mg and the continuous dose remained at 1mg/hr. The root an underinfusion was identified to user programming.

Manufacturer narrative:
Therapy date between (B)(6) 2019. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the patient was receiving a pca infusion of an unspecified medication programmed with a pca dose and basal rate with a regular potency syringe. At approximately 1230, the basal rate was changed by the prescriber and at some point programmed into the device. At 1858, the syringe was changed out and documented in the patient's medical record. It was later found that the device programming was changed from a regular potency syringe (12mg/60ml) to a high potency syringe (60mg/60ml), resulting in the patient only receiving approximately 20% of the intended dose. The customer would like to know when the potency change occurred.